Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 172 and 166mg/dl using the true track meter. The test strip lot manufacturer's expiration date is 08/26/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling wants to check to make sure the meter is working properly. Customer states he run a back to back blood today fasting and got 64 and 148mg/dl. Customer test twice a day.